Event description:
The patient had surgery in 2006 for right lumpectomy/breast cancer. On fifteen days later, the pt again had surgery for amastia right breast and placement of tissue expander, capsulotomy and mastopexy left breast. On five and a half months later, in the ambulatory surgical center, the pt had surgery again on the right breast for removal of tissue expander and implant placement. In 2007, the pt started to complain of a protruding mass that showed through her clothes and seemed to be coming through her skin. This was assumed to be the valve from the implant. On the following month, at another ambulatory surgery center, the pt had surgery for removal and replacement of existing implant right chest. At that time a plastic foreign body was discovered and removed. The previous surgery ctr risk mgmt was contacted on one month later. It was determined that the foreign body most likely is a clamp from a true lock injection dome tissue expander used during the surgery at sacramento on six months after the original date, for tissue expander removal, implant placement and capsulotomy. The implant has several plastic connectors/clamps -which can be easily separated- -located on a tube leading to the implant. One concern is that if the tube is cut during a procedure, either accidentally or purposefully to drain saline, that one or more of the plastic connectors could come off the tube and be retained inside the pt. A second concern is that it is unknown if the connectors are radiographic-i.e. Would they appear on an x-ray. If not, then it would add to difficulty in locating the retained object.